Manufacturer narrative:
(B)(4).

Event description:
It was reported that when the asymptomatic patient presented in the emergency room after a patient notifier was delivered, post-paced t-wave oversensing on the ventricular channel was observed. Programming changes were recommended. A dft test was performed the following week and no inappropriate sensing was observed.